Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for about a year or two they have been having a lot of trouble with the unit. Caller stated that they have to turn a certain way to get it to work and if they turn a different way it makes them think the battery is dead so they are constantly charging it and not dead and hardly has used any battery. Caller added that if they look the same way as they are supposed to walk and do whatever they don't feel it at all but if they are sitting in their chair and resting a certain ways they can feel it through full throttle like it used to be. Caller mentioned that they had a couple incidents where they fell downstairs and don't know if it did anything to the wiring or the leads however now has to turn a different way to get stim. Pt states a few falls in the past two years. Caller noted that the implant holds a charge and is always on full charge but there is no sensation anymore. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt states she is going to have an x-ray of cervical spine to see if anything has moved and the hcp has been aware of all this. See general text for omitted information.